Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation and found that the pca has corrosion and several burned components near the pca button area. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation, secondary findings was observed. There was multiple error code found.